Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The issue could not be resolved by programming maximum outputs, therefore, the decision was made to revise the lead. Attempts to reposition the lead were unsuccessful as the stylet could not be inserted. As a result, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The stylet could only be inserted 10mm into the terminal pin. An x-ray revealed no obstructions, which indicated that the stylet could not be inserted due to organic matter stuck in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.